Manufacturer narrative:
The actual complaint product was returned for evaluation. The sample was returned in a plastic bag. The lot number was hand written on the bag with a black permanent marker. The bushing is detached from the cone adapter. The components (catheter bushing and cone adapter) were viewed under uv light. There is visible evidence of an application of adhesive with optical brightener for the catheter bushing. The cone adapter has the appearance of inconsistent application coverage. The device history records were reviewed for the reported lot number m5187t506. The product met manufacturing procedures and was accepted by quality assurance inspectors.. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Manufacturer narrative:
(B)(4).the actual complaint product was not returned for evaluation. A review of the device history record is in-progress. Upon completion of the investigation; a follow-up report will be filed. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). Device not received.

Event description:
It was reported by the distributor that during the suctioning of a patient using an in-line catheter in an endotracheal tube, while removing/withdrawing catheter, the catheter became detached and was stuck in the patient&#62688;breathing tube. There were no medical consequences for the patient, however it was alleged that the patient desaturated and had a bradycardia, and took several minutes to recover and temporarily required an increase in oxygen requirement. The in-line catheter was removed, suction was detached, and a new in-line catheter was used. No further information has been provided at this time.